Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: (B)(4) ophthalmol 2005;89:64-69. Doi: 10.1136/bjo.2004.045278 - (B)(4).

Event description:
It was reported in journal article ¿surgical induction of chorioretinal venous anastomosis in ischaemic central retinal vein occlusion: a non-randomised controlled clinical trial.¿ the safety and efficacy of surgical induction of chorioretinal venous anastomosis in the management of ischaemic central retinal vein occlusion (crvo) was evaluated. In a comparative clinical trial, in the period of march 2001 to october 2003, patients with ischemic crvo (central retinal vein occlusion) were included, and those who declined surgery were considered as controls. The two groups were not significantly different in the distribution of age, sex, hypertension, diabetes mellitus, and glaucoma. The surgical cases underwent standard vitrectomy with incisions into the choroids adjacent to the partially cut major retinal veins. The subjacent vein was partially cut off and small pieces suture were inserted in the incised sites to induce chorioretinal venous shunt. Mild endolaser was applied. Following surgery, patients were examined weekly in the first month, monthly for six months, and every other month thereafter. Clinical success in shunt development was 90%. All of the surgical patients developed at least one active shunt and the surgical success rate (patent/attempted) was 47%. Surgical cases had a significantly better visual acuity improvement compared with controls with 80% of them showing improvement (compared with 28% of the controls, p =0.016). The patient was followed for 6-18 months (mean 10 months). The patient underwent reoperation for retinal detachment. No other significant complications occurred. The study concluded that surgical induction of chorioretinal venous anastomosis may result in visual acuity improvement and prevent neovascularisation in ischemic crvo. Additional information will be requested.